Event description:
A data error alert was reported after the pump's ship date. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by taking a correction injection via multiple daily injections without third-party assistance. Customer technical support helped the customer re-enter the affected settings and provided information for a complete pump reset. The customer decided to reset the pump when ready but declined further follow-up from technical support.